Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be performed as the driver serial number was not reported.

Event description:
It was reported that while attending a patient in cardiac arrest backing up another crew, I went to gain io access to administer fluids and adrenaline. I inserted the needle into the skin and began to drill into the bone. Once the drill had some resistance where the needle was hitting the bone the drill no longer span and abruptly stopped as if the drill battery lost power. I checked the battery light on the end of the drill and it was showing a constant green light. My college then tried to use the drill to gain io access but he had the same problem with the drill power failing once the needle met resistance on the bone. I then went for an IV access by putting a tourniquet on the patient's right hand. I then opened an IV pack and went to select a cannula, at which point my college arrived back from our vehicle with another io pack and handed me the drill from that pack so I was able to gain io access. Access was gained and full als was continued and the patient was transported to the hospital.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while attending a patient in cardiac arrest backing up another crew, I went to gain io access to administer fluids and adrenaline. I inserted the needle into the skin and began to drill into the bone. Once the drill had some resistance where the needle was hitting the bone the drill no longer span and abruptly stopped as if the drill battery lost power. I checked the battery light on the end of the drill and it was showing a constant green light. My college then tried to use the drill to gain io access but he had the same problem with the drill power failing once the needle met resistance on the bone. I then went for an IV access by putting a tourniquet on the patient's right hand. I then opened an IV pack and went to select a cannula, at which point my college arrived back from our vehicle with another io pack and handed me the drill from that pack so I was able to gain io access. Access was gained and full als was continued and the patient was transported to the hospital.